Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported that she will suspend depending on the blood glucose and her blood glucose dropped to 47-70 mg/dl. Customer stated that she had worn the infusion set for 5 days prior to the low blood glucose. Customer also reported swinging the other way to the 300 and over 400 mg/dl range. Customer's blood glucose was 325 mg/dl. Customer had gut wrenching stomach pain, anger, and nausea. Customer performed the high pressure test and passed. Customer had a bent cannula and was advised to do a complete set change. Customer mentioned that her blood glucose was low for 3 weeks. Customer also went through a body scanner in (B)(6) 2013. Customer stated that she is going to a hematologist due to her white blood cell count being low. Customer treated with food and was on a new medication for neuropathy for about 3 weeks. Customer had an x-ray at the dentist on (B)(6) 2014. Customer performed the displacement test and passed.